Event description:
It was reported that the home patient (hp) had received a system error 2240 alarm (air in line) on the homechoice (hc) during use, patient was connected at the time of the alarm. The patient line had not been properly primed. The hp did not disconnect prior to the alarm. The technical service representative (tsr) instructed the hp to cycle the power on the hc to end therapy and start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional or relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be performed. The cause of the 2240 alarm was determined to be an incomplete prime. The cause of the incomplete prime is unknown; however, it could have been caused by a use error. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide instructs the user to verify that the patient line is properly primed and provides step-by-step instructions for properly repriming the patient line. Should additional relevant information become available a supplemental report will be submitted.